Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 433 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was taking a bolus to get the blood glucose down. The customer stated that the insulin pump had no delivery alarm. Customer stated insulin exited at the quick release. Customer states the cannula was not bent. Customer was able to remove set at the time to test site portion of infusion set. The insulin pump will not be returned for analysis.